Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose due to bent cannula. Customer's blood glucose was 400 mg/dl. It was reported that infusion sets were not good and states that it may be the batch that was damaged. Troubleshooting was performed for bent cannula and customer was advised that infusion sets would be replaced and samples would be sent.